Event description:
Linear cutter stapler (ethicon echelon 60mm) malfunctioned during the procedure. The staples did not engage, and sounded as if the battery in the instrument died. The instrument proceeded to lacerate a portion of the colon.